Manufacturer narrative:
Correction d4 serial no: (B)(6). Additional information h6 and h10: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump shuts off with out alarm. The reported problem occurred during testing. There was no patient involvement. No additional information is available.